Event description:
Pt reported obtaining back-to-back blood glucose results of 446 mg/dl and 196 mg/dl on the advantage system. Pt did not modify therapy based on these values. No associated injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.